Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in japan. The device was tested with a lab battery pack due to a battery leak of the original battery pack. Visual inspection of the interior of the original pack found the batteries leaked electrolyte inside the pack. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause is attributed to manufacturing and design issues. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the battery pack was getting hot, and the product did not work. During product evaluation and visual inspection of the interior of the original pack found that the batteries leaked electrolyte inside the pack. There was no patient impact, but it is unknown if there was any delay. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.